Event description:
It was reported that the detector would not rotate. The system was in clinical use at the time of event. No harm to the patient has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the detector was not rotating. Upon troubleshooting, the fse found that the issue was caused due to a faulty potmeter. The fse replaced the potmeter assembly. After the replacement of the potmeter, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.